Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.1, d.2, d.4, d.7, h.6.

Event description:
Healthcare professional reported left side "rupture" of a saline implant. Device has been explanted.